Manufacturer narrative:
Additional device product codes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is patient's family member. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is against user facility medwatch number mw5085793. The only information contained in this report is correction or additional information. Concomitant reported: screws: (part# unknown; lot# unknown; quantity 11). This is report 1 of 1 for complaint (B)(4).